Event description:
According to the reporter, the patient had a knee revision on (B)(6) 2025, after 28 days, the suture had premature absorption. The patient had a systemic infection on the wound, inflammation, pain, and redness. The patient was readmitted to the hospital and had a revision on (B)(6) 2025 to explant the suture. During revision, it was found that there was no suture or suture remnants.

Manufacturer narrative:
D10 concomitant product: cl-31-mg polysorb* 1 vio 5x45cm gs25dt (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the images revealed a surgical site however, no suture was visible, preventing evaluation of suture placement or integrity. Additionally, the returned product analysis team is not trained to interpret medical complications. It was reported that the suture had premature absorption. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.